Event description:
Received a call from the ICU regarding a leaking helium alarm on an iabp. When investigating the alarm it was noted that blood entered the helium pathway. This indicated a helium leak and dr. Patel ordered to turn off the iabp and to have the balloon replaced in the or immediately. The iab was removed and the patient did not need to have another one placed.